Manufacturer narrative:
No product is being returned for evaluation.

Event description:
The surgeon drilled the insertion site during the hip labral repair and went to place the first anchor and the anchor broke. Additional anchors were placed to complete the repair. Device is not being returned for evaluation at this time.